Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a set screw with a rounded socket. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure the physician encountered difficulty removing the lead pins from the implantable cardioverter defibrillator (ICD) header. Multiple wrenches were attempted to remove/loosen the setscrew from the header. The setscrew seemed to be stripped. Mineral oil and adipose tissue were used in an attempt to remove the lead pin. Eventually the setscrew was loosened and the lead pin was removed without damage to the lead. A cardiac resynchronization therapy defibrillator (crt-d) was implanted without incident and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.